Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4). Description: coveredge 32, 70 cm 4x8 surgical lead a review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom of drainage at the ipg site was noted. Physician believed the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom of drainage at the ipg site was noted. Physician believed the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.